Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to a broken poly liner. Osteolysis and poly wear were also noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to a broken poly liner. Osteolysis and poly wear were also noted. Update rec'd 12/01/2016 claim letter received. Patient is seeking compensation. There is no new information that would change the existing MDR decision. Complaint was update 12/17/2016. Update received 12/1/16. Patient has contacted depuy with regard to compensation. At this time, there is no additional information to add to this record. Complaint was updated on 12/22/16. Update 01/13/17 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: 01/24/2017. Update 02/2/17 and 2/8/2017¿ medical records received. After review of the medical records for MDR reportability, the medical records indicate squeaking, broken liner, and severe poly wear with posterior superior migration of the femoral component. The migration of the femoral component can be associated to dissociation. The cup has already been reported on (B)(4). There was no mention of osteolysis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Plaintiff fact sheet alleges injury and pain. After review of medical records for MDR reportability, patient was revised to address pain. Revision notes stated that x-ray showed the polyethylene liner has failed and separated from the hip. It was also noted that the polyethylene broke into few pieces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/13/17 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Event description:
In addition to what were previously reported, litigation alleges injuries, pain, suffering, emotional distress, disability, disfigurement and impaired adl as a result from the failed hip implants. Added new associated contact.

Manufacturer narrative:
Product complaint # :(B)(4).investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.